Manufacturer narrative:
(B)(4). Batch#: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Damaged packaging. It was reported that during the radical subtotal gastrectomy surgery, before used on the patient, noted the packing was damaged(the edge was not sealed properly.) And the cartridge fell off. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 01/29/2020. D4: batch # unknown. Device analysis: the analysis results found that a tcr75 cartridge was returned without apparent damage. In addition the tyvek and blister were received for analysis. Upon visual inspection no damage was noted on the packaging. Event could not be confirmed as no damage was noted on the packaging. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.